Event description:
Sorin group (B)(4) received a report that the flow rate of the s5 roller pump could not be adjusted to the desired value a few minutes after going on pump. It was also reported that, although the issue seemed to correct itself, they came off pump to replace the system. After the system was replaced, the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.